Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was dislodgement noted on the right ventricular (rv) lead. A procedure was performed to reposition the lead, however the lead could not be repositioned due to the helix being unable to retract. The rv lead was explanted and replaced to resolve the event and the patient was stable with no consequences.